Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that there was difficulty interrogating the subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services (ts) was consulted and discussed potential reasons and troubleshooting techniques. The specific device information was requested, along with initial reporter name and facility information, however not available to date. Additional attempts to obtain this information and the report will be updated if received. To date, evidence suggests the device remains in service. Additional information was received that the physician was attempting to interrogate the device with the incorrect programmer. Once the correct programmer was used, the interrogation of the s-ICD was successful. No further information, including specific device information, initial reporter name and facility information were given. The device remains in service.

Event description:
It was reported that there was difficulty interrogating the subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services (ts) was consulted and discussed potential reasons and troubleshooting techniques. The specific device information was requested, along with initial reporter name and facility information, however not available to date. Additional attempts to obtain this information and the report will be updated if received. To date, evidence suggests the device remains in service.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.